Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected frozen screen during testing. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, and broken reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's screen was frozen and the buttons were unresponsive. The time on the insulin pump's screen did not advance. Customer's blood glucose level was 152 mg/dl. The customer experienced a low blood glucose level of 31 mg/dl. She treated her low blood glucose level with orange juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.